Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alerts "cassette not attached properly." Device also had a broken battery compartment latch. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
One device was returned for repair in used condition. Review of the event history log confirmed the cassette not attached properly alarm. No history of repairs within the review period. Visual and functional testing was performed. Complaint of cassette not attached properly cannot be confirmed through occlusion pressure test. Device passed all testing criteria. The downstream occlusion (dso) seal was noted as "bubbled/delaminating/damaged," and was replaced. Chassis gasket 1 & 2 were also observed to be damaged and was replaced. The device passed all testing criteria following the repairs.